Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. The insulin pump was received with the following physical damage: cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, missing reservoir tube o-ring and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had physical damage. The customer's blood sugar was 302mg/dl at the time of call. Trouble shooting was performed and found a broken piece of the casing at the top of the reservoir compartment. Customer does not know how the damage happened. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.